Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user's caregiver reported receiving alert 38 (motor stall) during a supply change while rewinding. The ilet was confirmed to be charged above 50%. The device was restarted but attempts to rewind and complete a dry run resulted in repeated ¿unable to proceed¿ alerts before the tubing fill sequence could be completed. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred. The user will use backup therapy until the replacement arrives.